Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker exhibited atrial under sensing which came in as an episode of premature ventricular contraction. Programming changes were made. The patient was stable.